Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would not enter into MRI mode due to low impedance values. Troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the entire system was explanted. Reportedly, the surgeon performed an MRI postoperatively.